Event description:
It was reported that the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was noted that in the 6 months prior to the report, when the patient was charging, the recharger was burning his back. It was noted that the patient saw a manufacturing representative the week prior to the report. It was noted that ¿this style had been having problems with them.¿ it was noted that the patient saw the thermometer icon on the recharger and it did not matter what position the patient was in. It was noted that the thermometer would come on when he was walking, laying on the other side when he was charging and the recharger was up in the air. Additional information received reported that the recharger showed the temperature icon. It was noted that the implantable neurostimulator (ins) area felt hot and he tried a piece of clothing without result. It was noted that after 30 minutes the ins felt hot, the icon came on after 1.5-2 hours after charging. Anomaly appears to have occurred through product use. Additional information received reported that the complaint on the recharger was unverified. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative via the patient reported that due to the burning and skin irritation during recharging that the rechargeable implantable neurostimulator (ins) was replaced with a non-rechargeable ins. The burning/skin irritation was discovered during normal use. The manufacturer representative was unable to determine the patient's settings because their device was in overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).